Event description:
It was reported that the patients battery was no longer holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. No device malfunction was suspected. The explanted battery was not returned per asc policy.